Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02520. (B)(4). It was reported that cardiopulmonary arrest and patient death occurred. In (B)(6) 2012, the patient presented due to chest discomfort radiating towards the neck and also the nuclear stress test revealed a mild reversible posterior wall abnormality consistent with ischemia. The patient was diagnosed with stable angina and was referred for cardiac catheterization. One day after diagnosed, the index procedure was performed. Target lesion #1 was a de novo ostial lesion located in the proximal left circumflex (lcx) with 95% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 16 mm ion stent, with 9% residual stenosis. The patient was discharged on aspirin and clopidogrel on the same day. On (B)(6) 2012, the patient returned to the catheterization lab for stent placement to mid rca. Target lesion #2 was a de novo lesion located in the mid right coronary artery (rca) with 90% stenosis and was 10 mm long with a reference vessel diameter of 3.00 mm. Subsequently, the lesion was treated with pre-dilatation and placement of a 3.00 mm x 16 mm ion stent. The study stent was overlapped with a previously placed unspecified stent, with 9% residual stenosis. The subject was discharged on aspirin and clopidogrel on the same day. On (B)(6) 2014, the patient presented due cardiopulmonary arrest in an unresponsive condition. The patient received CPR and was put on intubation, received epinephrine, atropine, narcan and d50. The patient had undergone endotracheal tube, and remained in an asystole during the resuscitation efforts, she received 5 rounds of epinephrine in emergency room with no return of spontaneous circulation. Ultrasound was also conducted. There was no organized and effective cardiac activity. The patient remained pulseless with asystole on the monitor and died at 15:58 pm. The primary cause of death is cardiopulmonary arrest and secondary cause is congestive heart failure.